Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (total of 9 patients). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false reactive architect hiv ag/ab combo results on multiple donor samples generated on the architect i2000sr analyzer. The customer had started a new reagent lot 68434be00 on (B)(6) 2024. On (B)(6) 2024, the customer reported false reactive hiv results. The customer re-ran the false reactive donors from the architect on the alinity I processing module which generated negative results. The following data was provided: sid (B)(6): architect hiv results: 1.91 / 1.92 / 0.21 s/co (repeat reactive); repeat results on alinity I processing module: 0.07 and 0.08 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.15 / 1.10 / 1.08 s/co (repeat reactive); repeat results on alinity I processing module: 0.06 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.63 / 1.67 / 1.56 s/co (repeat reactive); repeat results on alinity I processing module: 0.08 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.72 / 1.68 / 0.14 s/co (repeat reactive); repeat results on alinity I processing module: 0.06 and 0.06 s/co (nonreactive). Sid (B)(6): archtiect hiv results: 2.43 / 2.50 / 0.10 s/co (repeat reactive); repeat results on alinity I processing module: 0.07 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 5.12 / 5.38 / 5.15 s/co (repeat reactive); repeat results on alinity I processing module: 0.08 and 0.07 s/co (nonreactive). Sid (B)(6): architect hiv results: 2.28 / 2.40 / 0.13 s/co (repeat reactive); repeat results on alinity I processing module: 0.08 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.43 / 1.63 / 0.15 s/co (repeat reactive); repeat results on alinity I processing module: 0.08 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.64 / 1.86 / 0.14 s/co (repeat reactive); repeat results on alinity I processing module: 0.07 and 0.06 s/co (nonreactive). A field service engineer (fse) arrived onsite to inspect the instrument and discovered the appearance of the current lot of reaction vessels (rv) were less transparent than the new lot of reaction vessels. The fse unloaded the reaction vessels currently on the instrument and then loaded a new lot of reaction vessels. The issue was resolved. The negative qc was in range and no false positive donor results were generated after changing out the reaction vessels. There was no impact to patient management reported.

Event description:
The customer reported false reactive architect hiv ag/ab combo results on multiple donor samples generated on the architect i2000sr analyzer. The customer had started a new reagent lot 68434be00 on (B)(6) 2024. On (B)(6) 2024, the customer reported false reactive hiv results. The customer re-ran the false reactive donors from the architect on the alinity I processing module which generated negative results. The following data was provided: sid (B)(6): architect hiv results: 1.91 / 1.92 / 0.21 s/co (repeat reactive). Repeat results on alinity I processing module: 0.07 and 0.08 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.15 / 1.10 / 1.08 s/co (repeat reactive). Repeat results on alinity I processing module: 0.06 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.63 / 1.67 / 1.56 s/co (repeat reactive). Repeat results on alinity I processing module: 0.08 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.72 / 1.68 / 0.14 s/co (repeat reactive). Repeat results on alinity I processing module: 0.06 and 0.06 s/co (nonreactive). Sid (B)(6): archtiect hiv results: 2.43 / 2.50 / 0.10 s/co (repeat reactive). Repeat results on alinity I processing module: 0.07 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 5.12 / 5.38 / 5.15 s/co (repeat reactive). Repeat results on alinity I processing module: 0.08 and 0.07 s/co (nonreactive). Sid (B)(6): architect hiv results: 2.28 / 2.40 / 0.13 s/co (repeat reactive). Repeat results on alinity I processing module: 0.08 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.43 / 1.63 / 0.15 s/co (repeat reactive). Repeat results on alinity I processing module: 0.08 and 0.06 s/co (nonreactive). Sid (B)(6): architect hiv results: 1.64 / 1.86 / 0.14 s/co (repeat reactive). Repeat results on alinity I processing module: 0.07 and 0.06 s/co (nonreactive). A field service engineer (fse) arrived onsite to inspect the instrument and discovered the appearance of the current lot of reaction vessels (rv) were less transparent than the new lot of reaction vessels. The fse unloaded the reaction vessels currently on the instrument and then loaded a new lot of reaction vessels. The issue was resolved. The negative qc was in range and no false positive donor results were generated after changing out the reaction vessels. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for the architect reaction vessels lot number 000712494. The tracking and trending review for the architect reaction vessels did not identify an increase in complaint activity related to the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr, serial number (B)(6) or the architect reaction vessels lot 000712494 was identified. Updated d10 - concomitant product to include: arc reaction vessels, 07c15-03, 000712494.